Event description:
It was reported that the patient received multiple inappropriate shocks from the implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with aberrant conduction while in the intensive care unit at the hospital. Technical services (ts) review of the episodes found inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks where therapy was exhausted. Ts discussed programming options. The ICD was reprogrammed and further programming considerations are being considered. It was further noted that a change in medication for the patient's af would be made. The device remains in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.